Event description:
It was reported that patient complains of pain and stiffness since surgery. Patient received recall letter and will follow up with her surgeon for further testing and evaluation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) will be requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.